Event description:
My surgeon used the medtronic infuse during my surgery which has caused me very serious injury such as pain, nerve injuries, as well as limited physical mobility. Dates of use: 2005 - present, 2009 - present. Reason for use: back pain and leg nerve pain.